Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced two hernias coincident with peritoneal dialysis therapy. The causes of the hernias were not reported. On the same day as the event onset, the patient was hospitalized for the event. Two days after admission to the hospital, the patient underwent a surgical procedure to repair the hernia. Dianeal therapy remained ongoing. Seven days after admission, the patient was discharged from the hospital. At the time of this report, the patient is recovering. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.